Manufacturer narrative:
Health effect - impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Rupture discovered during surgery.

Event description:
Healthcare professional reported rupture discovered during surgery and capsular contracture baker grade iii "with a radiologic and clinic diagnosis". Device has been explanted.

Manufacturer narrative:
The record will be un-reported, as the device is not PMA/510k. Events are not reportable to the FDA.

Event description:
Healthcare professional reported, rupture. Discovered, during surgery. And capsular contracture, baker grade iii. "With a radiologic and clinic diagnosis". The device is not PMA/510k approved. And the events will be un-reported, as they are not reportable to the FDA. Device has been explanted.